Manufacturer narrative:
Concomitant product device : 620bg25 heart band implanted (B)(6) 2017, 620bg35 heart band implanted (B)(6) 2017. Product event summary : the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found.

Event description:
It was reported that the cardiac resynchronization therapy pacemaker (crt-p) longevity estimate was less than expected, given that the device had only been implanted four months. It was noted the device had been programmed to higher outputs and with 100% pacing for about two weeks after the implant procedure. The device programming has since been optimized, additional firmware was loaded on the device, and the information will be discussed with the electrophysiologist. The device remains in use. No patient complications have been reported as a result of this event.